Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-04053. It was reported both of the patient's leads migrated to the anterior. In turn, the patient underwent surgical intervention wherein both leads were explanted which resolved the issue.